Manufacturer narrative:
(B)(4). Additional information: batch # m53f85. The analysis found that one plee60a device was returned in good visual condition and with six cartridge reloads present. Cartridge (b) ecr60t, l51z7f was received right side fully fired, left side outer row fully fired and left side two inner rows partially fired 1/2. Cartridge (c) ecr60t, l51z7f was received fully fired and in good visual conditions. Cartridge (d, e, f) ecr60g, m52l2h were received fully fired and in good visual conditions. Cartridge (g) ecr60g, l55385 was received fully fired and in good visual conditions. Upon evaluation of the reload (b) the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, during second firing of sleeve with black reload and device battery sounded like it was dying, struggling- not moving forward- then toward end of reload, started firing normally. Upon examining the reload, it appears that a portion of the middle/center of the reload is broken with a black piece in the channel guide. This reload is being returned with a white sticker on it to denote reload. Opened new device and finished the case with green reloads with no problems. Doctor oversewed staple line on the second firing and will monitor the patient there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the reload examined during the case when it was found to be broken? Yes - reload. Was examined, notated w a white sticker and set aside for return. Why was the staple line over-sewn (bleeding, malformed staples, incomplete staple line, etc.)? Overseen due to area where staples did not form, no blood transfusion required. Was buttressing material utilized? If so, which product? Gore seamguard buttressing used on all firings of sleeve. Was a leak test performed? Leak test successfully performed. What was the bmi and gender of the patient? Bmi (B)(6), female. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? So far all is well with the patient. No changes in postop care. Two rows of staples did not form on the patient side; only one row formed. The staple line was incomplete. Clips were also used to reinforce the staple line.